Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Both cylinders had wear at the fold by the proximal end of the bodies. One cylinder outer tube had a cut that was consistent with sharp instrument damage which likely occurred during explant. No damage was present in relation to the inner tube of the cylinder and it passed the leak and pressure test within specification. Analysis of the other cylinder found no damage and passed pressure and leak testing. The momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. The kink resistant tubing (krt) was worn down to the filament; no leak was found upon inspection. The ms pump was functionally tested and did not pass the activation test. The observed pump activation issue would impact device functionality resulting in the reported revision procedure. The most likely cause of this event was the component failure identified during analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new tactra malleable penile prosthesis was implanted. No patient complications were reported. Analysis of the returned device identified a non-conformance.